Event description:
In 2009, the patient reported receiving an e4 (occlusion) error while attempting to bolus 12.5 units of insulin. He stated that his blood glucose was elevated to 242 mg/dl. To troubleshoot, the patient was instructed to disconnect from the infusion device and he was able to prime without error. He was advised to change his infusion site and he reconnected and completed his bolus without error. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.